Event description:
Initially reported to and investigated by abbott laboratories who notified ICU medical on 6/3/99. Site of connection was to pt's (a baby) foot. Complaint of insecure connection. Baby was kicking and moving foot. Report stated the device backed out of the male adapter port while maintaining a connection, but not a secure one. This caused blood backup at the site that "may have resulted in 5-7 cc blood loss," but "no adverse incident." Conflicting info from various hospital contacts was noted by abbott's medical department who conducted the user interviews and reported that "exact event details unk," but "numerous attempts were made (to clarify) without success." Specific discrepancies include if there was just blood backup or if blood loss occurred, and exact equipment and set up in use.